Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic hysterectomy: "per to dr. (B)(6) and the staff working the case, after surgery was completed, they noticed a white piece of plastic in the patient. Once removed, they discovered it came from the inner plastic ring under the stopcock. No one involved knew how this happened. I have attached a picture of the product sent to me by the team leader. The cer was not submitted yet because I was waiting to see if they would release the actual product used for examination. They are still holding it to report the incident and I wanted to get the cer submitted."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and a lot number was not provided; however, a picture of the seal was returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. All seals are thoroughly inspected 100% during the manufacturing process. In the photograph, it appears as though the stopcock lever is deformed; however, this is unable to be confirmed without the returned unit. This document represents our final report.